Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at home asleep when the mobile device alarmed, indicating a "low" glucose reading from the cgm sensor. The patient did not perform a bg check at that time. In response to the alarm, the patient's spouse administered carbohydrates. The patient began experiencing dizziness and anxiety, prompting his spouse to transport him to the emergency department. Upon arrival, the bg reading was 600 mg/dl. The estimated glucose value (egv) from the cgm was not recalled. Although the cgm value showed an initial increase, it continued to gradually decrease by approximately 4 mg/dl with each check, leading to the decision to remove the sensor. The patient received an intravenous (IV) solution (type not recalled) and was monitored for approximately two hours. At discharge, the fingerstick glucose reading was approximately 300 mg/dl. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.